Event description:
It was reported patient experienced loss of therapy as the patient failed to charge his ipg which led to the ipg being inoperable .to address this issue patient underwent surgical intervention where the ipg was replaced and effective therapy was restored.